Event description:
Per the clinic, the patient experience recurrent wound dehiscence and underwent two surgical washout procedures (dates not reported). However, the wound continued to seep resulting in a decision to explant the device. The device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown, exposing the device and developed an infection. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported).